Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Serial#: unknown/not provided. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: a completed UDI # is unknown as product serial number was not provided. If explanted; give date: na (not applicable) to date, the lens remains implanted. Device manufacture date: unknown as product serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgeon was using an intraocular lens (iol) when he noticed a ¿strand of something¿ connected at the haptic/optic junction. After looking closer, the surgeon felt this strand may have been a thin piece of acrylic projecting from the iol. Additional follow-up appointments with the patient were scheduled for (B)(6) 2017 as well as (B)(6) 2017. The lens remains implanted and there were no patient complications. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial number is unknown, therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to inspect the device for particles, material deposits, damage, or other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.